Event description:
It was reported that the patient had fallen onto to her left arm and a vibratory alerted her to present to the clinic. The patient presented to the clinic and the right atrial lead exhibited a loss of capture, high impedance and loss of sensing. It was noted that the lead had dislodged. The patient was asymptomatic and would be scheduled for a lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.